Manufacturer narrative:
Device has not yet been received by manufacturer, therefore, investigation report is incomplete at this time. A follow-up report will be sent when investigation is complete.

Event description:
The complaint alleges that there is an approximate 1/2 inch split in the corrugated tubing on the inspiratory limb of the tubing right at the concha column outlet adapter. The alleged defect was discovered prior to patient use during functionality testing.